Event description:
It was reported that, as per dr (B)(6) office, this patient is experiencing difficulties with their hip implant and has had blood tests, MRI and revision. Additional information: dr (B)(6) decided to remove implants after patient complained of pain soon after original surgery. His blood serum ion level was 10. The implants were removed and the existing shell adm was left in and appropriate insert and secur-fit implant were put in.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.